Event description:
There was no pt involved in this event. This device malfunctioned because no status indicator was flashing and the device would not power on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2012 and operated successfully until (B)(6) 2013. Between the (B)(6) 2013 there were multiple power-ups and multiple 'shock key pressed' entries. The device failed the weekly auto self-test on (B)(6) 2013 due to a low battery. The device was disassembled for investigation and it revealed a failure of the device membrane which was due to corrosion present across multiple tracks on the membrane tail. The device membrane was replaced and unit was left at room temperature with a known good membrane and pad-pak fitted for 48 hours. The unit did not turn on or display or fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.